Event description:
It was reported that patient also indicated she is still having pain post revision. Original implant date (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).